Manufacturer narrative:
The insulin pump passed the excessive no delivery, priming and displacement tests. There was no unexpected no delivery alarm on the device. The sensor functioned properly and there were no lost sensor alarms. (B)(4).

Event description:
Customer reported via phone call no delivery alarm, lost sensor alarm and high blood glucose. Customer's blood glucose level was over 400 mg/dl. Customer treated their high blood glucose with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during basal delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer advised the no delivery alarm recurred over a 4 to 5 day period. Customer experienced sensor issues in addition to the no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.